Manufacturer narrative:
Siemens has completed an investigation of the reported event. The root cause was determined to be a hardware error. During a cardiological intervention on (B)(6) 2021 12:51:09 the error message "tube hot, have a break" was displayed to the user for x-ray plane a of a biplane system. The second plane b was not affected. The tube temperature monitoring consists of two thresholds: 1. Message displayed "tube hot, have a break"; x-ray still possible but brakes are recommended, 2. Message displayed "no xray, tube too hot"; no x-ray possible any longer. When the user received the message "tube hot, have a break", he was able to continue the interventional procedure as plane b was not affected and plane a still was operational. In this case, the interventional procedure could therefore continue without delay. The most likely causes for overheating x-ray tubes are: the user uses x-ray functionality very intensively and the system becomes overheated, which is in specification. An error such as a pump fault causes the overheating. To exclude a possible pump issue, the pump was exchanged proactively as part of a reactive service activity. After the pump was replaced, it was identified that the coolant level was not constant. This issue was resolved by tightening of the connections and the system then ran again as specified. After detailed investigation, the incident is not classified as a reportable event as neither serious injury, death nor an unexpected, prolonged hospitalization of the patient or any other person occurred or could be expected.

Manufacturer narrative:
Siemens is conducting a thorough investigation of the reported events. As this event is under investigation, a root cause has not yet been determined. A supplement report will be filed upon completion of the investigation.

Event description:
It was reported to siemens that a malfunction occurred while operating the artis zee biplane system. During an interventional procedure, the user reported that the x-ray tube overheated. The procedure was continued and completed on an alternate system. We are unaware of any impact to the state of health of the patient involved. Siemens has requested additional information in order to conduct an investigation of the reported event.